Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.the cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device failed to power on during a patient event.the event is patient related; however no adverse patient outcome has been reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to power on during a patient event. The event is patient related; however no adverse patient outcome has been reported.